Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer in the united states alleges discrepant results for one patient with the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system.the alleged sample initially tested as sars-cov-2 positive. The same sample was repeated on a different liat system, and the result was sars-cov-2 negative. Review of the positive result provided by the customer shows the sample had a late CT and low amplification values indicating a sample near the limit of detection (lod) of the assay. The product¿s method sheets indicates that the cobas® liat® system sars-cov-2 lod is 0.012 tcid50/ml. Samples near the lod concentrations may produce varying results during replicate testing. The positive result was reported out; no harm was alleged.investigation of the reagent kit lot did not find any product issue.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended.(B)(4)